Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 5.4 and 4.5. Therapeutic range = 2.0-3.0. Tests performed 10 mins apart on different fingers. No lab comparison was performed.

Manufacturer narrative:
Pt is anemic. No hematocrit was reported. Customer's health status cannot be ruled out as a cause for unexpected inr results or errors in testing. Customer did not provide a reference value. Unable to determine accuracy of inratio results. Inratio precision data provided by end-user lot: date: (B)(6) 2012, ist inr = 5.4; 2nd inr = 4.5; mean = 4.95; sd = 0.64; %cv = 12.86. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. In-house therapeutic donor testing has been performed on reported lot 275622. Results as follows: donor 215, inratio: 2.8, 2.8, 2.6, ref.: 2.33, bias threshold: 1.33 - 3.33, %cv: 4.22. Donor 205, inratio: 2.8, 3.0, 3.0, ref.: 2.95, bias threshold: 1.95-3.95, %cv: 3.94. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered outside the expected variance between test results. No reference value was provided. Unable to calculate confidence limits to determine accuracy of inratio result. No product was expected to be returned so retained products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). This reaches the action threshold of (B)(4). Note brick lot number 257220 has strip code 4y3ez material was split into four different lots: lot # 275622 into 12 packs (smaller lot), lot # 276353 into 48 packs (larger lot), lot # 275626 into 48 packs (larger lot), lot # 275625 into 48 packs (larger lot). (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), no further action is required at this time. Corrective action is not required at this time as no product deficiency was established.